Event description:
Implanted system: ICD is a medtronic secura dr d224drg ICD, sn: (B)(4), implanted on (B)(6) 2011. Atrial lead is a st jude medical 1488tc, sn: (B)(4), implanted on (B)(6) 2002. Rv/defibrillator lead is a st jude medical riata 1581-65, sn: (B)(4), implanted on (B)(6) 2002. Low impedance < 20 ohms on the hv lead. ICD: when the device tried to deliver energy, it could only deliver 0.2 to 0.3 joules due to exceptionally low impedance, less than 20 ohms. This is a riata lead which is on advisory. Failure of system did not result in harm to the pt due to presence of lvad, and the type of arrhythmia the pt had.